Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the large needle driver instrument jaws would not close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering was not able to confirm the customer reported complaint that the jaws would not close. Engineering found a frayed grip cable. Manually, we are able to close and open the jaws. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist are not damaged. Engineering also found there was an indentation on the edge of the distal pulley. There were scratch marks on the distal end of the main tube showing light material removal. The scratch was short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.